Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 227mg/dl. The caller mentioned that the insulin pump alarmed no delivery multiple times while he was sleeping. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the mother to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The caller stated when the customer woke up he attempted to take a bolus, but the device kept alarming no delivery. The mother stated before priming the infusion set there was a lot of air bubbles. No further information was provided.